Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a tear on the catheter.

Manufacturer narrative:
The reported issue was confirmed as cause unknown. Per visual inspection, a cut on the bifurcation area on the drainage lumen was found. Further evaluation under a 10x glass magnifier noted that the catheter had stress marks and jagged edges indicating that the catheter was stressed beyond its tensile capabilities. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that there was a tear on the catheter.